Manufacturer narrative:
(B)(4). Date sent: 1/22/2021. Additional information received: he patient was a m, 60¿s with hypertension, afib, on aspirin with no known blood disorders. The first firing with blue reload-closed normally, waited 15 seconds. After firing, there was bleeding noted and malformed staples. New device pulled. The second on jejunum with blue reload, some bleeding noted on distal 25% of staple line. Another stapler was opened at this point. The surgeon feels there is more bleeding associated with blue reloads.

Manufacturer narrative:
(B)(4); batch #: unk. Date of event is 2020. Event day and event month were not reported. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information received:. The patient was a m, 60¿s with hypertension, afib, on aspirin with no known blood disorders. The first firing with blue reload-closed normally, waited 15 seconds. After firing, there was bleeding noted and malformed staples. New device pulled. The second on jejunum with blue reload, some bleeding noted on distal 25% of staple line. Another stapler was opened at this point.

Event description:
It was reported by the sales rep that during a whipple procedure, a second device was pulled to complete the second firing on the jejunum and there was bleeding on distal twenty-five percent of the staple line. Compression used to stop the bleeding with fifteen second counts made between firings. Pulse fire was used. On the third firing a (B)(4) was used. Patient consequence/status was not reported.